Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed. Failure traced to; corrosion and thermal decomposition in the I/o board, no further investigation could be performed¿the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the input/output board.

Event description:
A peritoneal dialysis (pd) patient's nurse contacted fresenius technical support to report an issue on the liberty cycler, as it won't turn on. The display was blank, there was no power outage nor an outlet issue and the power cord was securely plugged in. There were no sounds when pressing ok/stop, and there were also no lights. The fresenius technical support representative issued a cycler replacement, and advised to discontinue using this cycler. There was no patient involvement, and no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the input/output circuit board was identified.